Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were stuck and unresponsive after it has been exposed to a change in altitude. Customer reported to have received a failed battery test alarm after the battery cap has been removed and reinstalled. No failed battery test alarm troubleshooting was performed. The customer was advised to replace battery in the insulin pump and monitor and call back if the issue persists. The insulin pump is not expected to return for analysis.